Manufacturer narrative:
Internal complaint reference (B)(4). Lot number m190408, one device,  used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw link had broken. If the link is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. The upper jaw link can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw link to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The instruction for use outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during a knee procedure, and after inserting the novostitch pro, the orange trigger no longer functions. The procedure was completed with a 30 minutes or less delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had the upper jaw link broken which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.